Event description:
Technician alleged that the bed had no function.

Manufacturer narrative:
Technician replaced the power control board and the bed still had no function. Technician replaced the blower and treatment foot surface control module and still no function. Technician replaced the left siderail user control module and cable and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.